Manufacturer narrative:
The evaluation results are as follows: three devices were received and evaluated for the complaint regarding the device fell off event. All devices were received and inspected; due to the foam pad used condition, the original adhesion properties could not be verified. The complaint about these devices could not be confirmed.

Event description:
The patient reported issues with 5 of patient v-go devices. The patient stated that on all the devices the adhesive did not stay completely attached to her skin. The patient stated some of them the v-go completely fell off, and some of them the adhesive liner started to come off which made the needle come out of her body. The patient does prepare the site with an alcohol wipe prior to applying it to the abdomen. The patient tries to avoid any areas on her abdomen that contain excess hair, muscle, bone, and that her clothing did not conflict with any of these devices. The patient did experience symptoms of high blood sugar because patient did not realize the needle was out of her body when the adhesive issues occurred. The patient experienced the high blood sugar each time the adhesive issue occurred. The patient stated yesterday (B)(6) 2021 was the worst as when patient took her blood sugar the monitor would not give patient a blood sugar reading it just stated patient sugar was extremely high. The patient had symptoms of a headache, nausea, and ended up throwing up. The patient was unable to provide any blood sugar readings for any of these events that occurred. The patient was wearing each of these devices for at least 12 hours before the adhesive issues occurred.